Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the distal tip measuring 49.7 cm was returned for analysis. Final analysis found external insulation abrasions at 21.5-21.9 cm and 33.1-34.5 m from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.